Event description:
It was reported a 29-year-old pregnant female who was diagnosed with stage iii ttts (poly-oly and absent bladder in twin b (donor) with abnormal dopplers of intermittent absent of the end diastolic flow of the ua.mvp was 8.5cm and 0.5cm respectively for the recipient and donor. All other dopplers were normal. The patient and her family underwent extensive counseling, and they elected to proceed with fetoscopic directed laser photocoagulation of placental anastomoses. She underwent laser photocoagulation of placental anastomosis on 2023. The case was uneventful. She had a posterior placenta and had a total of 14 vascular connection identified: 4 small d-r, 2 medium d-r. 6 medium r-d. 1 large d-r and 1 extra large vv connection. She underwent an amnioreduction as well. Pre-operative fetal heart rates were 153 bpm for the donor and 144 bpm for the recipient, unfortunately on pod #1 in 2023 she was to have a demise of twin a. She continued with pregnancy and eventually delivered twin b at 37w. As of now the baby is doing well at one and half years. The physician who reported this event was contacted. The physician confirmed that the karl storz products involved in this event did not malfunction and did not contribute to the complication or death. Cross reference MDR: 9610617-2025-00268.

Manufacturer narrative:
Reported device would not be returned for evaluation because the physician confirmed there was no malfunction nor did the device contribute to the adverse event. Cross reference complaint ID: (B)(4). The event is filed under internal karl storz complaint ID: (B)(4).

Manufacturer narrative:
Additional information: a product investigation could not be carried out because the karl storz product involved was not returned. The reporting physician was contacted and confirmed that the karl storz products involved did not exhibit any malfunction and were not considered contributory to the event. Based on the information currently available, there is no indication that the referenced karl storz products malfunctioned or played a role in the reported complications or the patient's outcome. Should the products be returned in the future, a detailed inspection will be conducted, and the investigation will be updated accordingly. Currently, no corrective action is deemed necessary as there is no critical and/or systematic deviation found. As a continued action, we will track and trend related complaints according to our trending procedures. This event is filed under internal complaint ID_(B)(4).